Event description:
Medtronic received information that a ped2 pipeline failed to open. The tip did not open when the pipeline was deployed, so it was collected. The size was reduced in order to change the placement location, and then placed again. It failed to deploy in the distal stent region. The piplein was not positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. The pipeline was resheathed and retrieved from the patient with the microcatheter. The devices were prepared according to the package insert. The catheter was flushed as per the instructions for use (IFU). It was reported no patient was involved with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the aneurysm classification was "clinoid (c5) to ophthalmic (c6)." The max diameter was 8mm and the neck diameter was 4.5mm. The patient was involved; however, further information is unknown. Vessel tortuosity was noted to be moderate to severe. There were no particular problems after the procedure, no patient symptoms.

Manufacturer narrative:
Imf code corrected to f26 in additional codes block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was resheathed 2 times.